Manufacturer narrative:
Visual analysis of the returned device identified: creases, brown particles in device outer/inner surface and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one opening striated and one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. One sharp opening assessed as unidentified (tear) opening.

Event description:
Physician reported left side "suspicious of rupture, small hole causing the liquid to flow out" and "patient felt sensation of cold flow." Expander was implanted longer than 6 months. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Physician reported left side "suspicious of rupture, small hole causing the liquid to flow out" and "patient felt sensation of cold flow." Expander was implanted longer than 6 months. Device has been explanted.